Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an alert. Upon interrogation, high out of range, high voltage lead impedance was observed. Patient was asymptomatic and remained in the hospital with external support. The device was electively explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.